Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the surgeon was able to press the green button. However, unable to squeeze the handle and the stapler was unable to fire. They replaced reload to complete the case. There was no patient injury.